Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. The catheter was returned with no guidewire. The catheter was functionally tested by inserting a known good guidewire into the lumen, they were able to advance the guidewire all the way through the catheter and advance/ withdraw the guidewire with no resistance. The complaint of a stuck guidewire was not confirmed as the catheter did not have a guidewire trapped inside it and there was no issue with inserting and using a guidewire that was inserted into the device.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. There were no issues when the catheter was prepared or inserted into the sheath. The catheter was then deployed into the basket configuration inside the left atrium, and they found they could not move the guidewire in or out of the catheter. The catheter was undeployed and the catheter and wire were removed from the body through the sheath together. Both the catheter and wire were replaced, and the issue was resolved. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter. There were no issues when the catheter was prepared or inserted into the sheath. The catheter was then deployed into the basket configuration inside the left atrium, and they found they could not move the guidewire in or out of the catheter. The catheter was undeployed and the catheter and wire were removed from the body through the sheath together. Both the catheter and wire were replaced, and the issue was resolved. The catheter is expected to be returned for analysis.